Event description:
The customer obtained a discordant, falsely depressed thyroid stimulating hormone result for the advia centaur xpt tsh3-ultra (tsh3-ul) assay when compared to the patient's clinical picture and repeat results from the same sample. The patient is being treated for hyperthyroidism. The initial advia centaur xpt tsh3-ul result was reported to the physician who questioned the depressed result. A corrected report was issued. There are no reports that treatment was altered or prescribed or adverse health consequences due to the depressed advia centaur xpt tsh3-ul result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report discordant, falsely depressed advia centaur xpt tsh3-ultra (tsh3-ul) patient results compared to the repeat results from the same sample. Calibrations and quality control (qc) were acceptable. The instructions for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
Siemens filed MDR 1219913-2022-00059 initial report on 17-feb-2022. Additional information - 22-march-2022. An outside the us customer stated they observed a discordant result on the advia centaur xpt tsh3 ultra assay on one pediatric patient sample on initial testing. The initial result did not match the historical value. The correct result was obtained on repeat testing performed 20 hours later and again after 20 hours and 15 minutes. The repeat testing results match the historical result. The customer stated qc results were in range for the assay. Pre-analytical issues cannot be ruled out as the probable cause. Internal testing could not be performed as there was no sample volume left for testing. There is no product problem. Customer is operational and no further action required.